Event description:
The doctor of a male patient, contacted lifecor customer support to report that one of his patients had died. He stated that the patient's sister had gone to take the dog for a walk. When she returned home she found her brother on the floor unconscious. She stated that the device was alarming and she called the emts. She stated that she started CPR.

Manufacturer narrative:
Device manufacture date: monitor - 11/2008. Electrode belt - 05/2008. Device evaluation: all the equipment was fully functional. It was refurbished, retested and restocked. Please see attached event analysis. Conclusion: a man was reported to have died while wearing the lifevest. Bradycardia was detected approximately thirty minutes before the electrode belt was discontinued. However, there were no arrhythmia or asystole detections. It appears that the electrode belt was disconnected before the patient died.